Event description:
During a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. After isolation of the right superior pulmonary vein using the tacticath quartz ablation catheter, adenosine was administered to verify effectiveness. The patient then became hypotensive and an echocardiogram revealed a pericardial effusion from a suspected perforation near the base of the left atrial appendage. A pericardiocentesis was performed which stabilized the patient, who was transferred to the cvicu. The drain was removed the next evening and the patient remained in stable condition. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.